Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of physical damage to be related to the customer reported complaint. For clarification, the instrument was found to have the main tube broken. A piece measuring approximately 0.234¿ x 0.236¿ was not returned with the instrument. The root cause of broken instrument main tube is associated with mishandling/misuse. The instrument was returned with cannula and seal stuck to the instruments main tube. The cannula was found to have no physical damage. The cannula passed the 8mm gage pin test. The pin traveled through the entire length of the cannula with no issues. The seal was found to have no physical damage.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a 8 mm cannula got stuck on the fenestrated bipolar forceps (fbf) instrument and the site couldn't remove it without damaging the instrument. The cannula itself was not broken and the site was hoping that it would be possible to get the cannula back after the fbf instrument evaluation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the surgery, the surgeon noticed that the shaft of the fenestrated bipolar forceps was broken. The defective instrument did not collide with any other instruments. As the surgeon wanted to remove the instrument through the cannula, it was observed that it was not possible due to the broken instrument's shaft. They did not want to use any force to release the instrument from the cannula. The instrument will be returned together with the cannula.